Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5102986) regarding field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging noticing shortness of breath and feeling of heaviness on the chest. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.